Event description:
The patient underwent total hip arthroplasty on (B)(6) 2011. The patient's hip dislocated while showering and subsequently a closed reduction was performed. Upon examination of the x-rays the following day, the surgeon noted that the active articulation head was disassociated from the 28mm ball. A revision was performed (B)(6) 2011 during which the modular head was removed and replaced.

Manufacturer narrative:
Evaluation noted a concentric ring and a smaller mark on the surface of the 28mm modular head. These are likely due to material transfer from the polyethylene to the metal head during the closed reduction which resulted in disassociation (as reported). Scratching was also present which may have been caused by the wear of the 28mm modular head against the magnum cup after disassociation of the 28mm modular head from the active articulation liner. Information obtained from the revising doctor indicates that the position of the original acetabular cup may have been a contributing factor. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions". The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.